Event description:
Chondromalacia [chondromalacia of patella]; fibrous tissue throughout knee [fibrosis]; media/lateral meniscal tear [meniscus tear of knee]. Case narrative: this case is linked to case (B)(4) and (B)(4) (cluster). Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from united states via other health professional. This case involves a (B)(6) female patient who experienced media/lateral meniscal tear, chondromalacia and fibrous tissue throughout knee, while she was using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one injection via intra-articular route dosage unknown (lot number- unknown) for product used for unknown indication. On unknown date, it was reported that patient experienced media/lateral meniscal tear with chondromalacia, along with fibrous tissue throughout knee. It was also reported that on (B)(6) 2018, knee of patient was scoped. Patient was also treated with intra-articular steroids. No further information provided. Final diagnosis was fibrous tissue throughout knee, media/lateral meniscal tear and chondromalacia. A product technical complaint was initiated on (B)(6) 2018 for synvisc one, batch number: unknown; (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(6) and (B)(6) continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(6) would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: not reported for the above-mentioned events. Outcome: unknown for all events. Seriousness criteria: medically significant and intervention required for chondromalacia, intervention required for media/lateral meniscal tear and fibrous tissue throughout knee. Additional information was received on (B)(6) 2018. The global ptc number with ptc results was added. Text amended accordingly.